Event description:
It was reported that the pump was delivering insulin that the customer did not program. The customer attempted to suspend pump but was not able and removed the set from their body. It was stated that the paramedics treated the customer not to reconnect to pump until bg stabilizes. Instructed the customer to call the help line if further assistance is needed.